Event description:
I had essure birth control implanted (B)(6) 2010 with no incident. Fast forward 6 months side effects started with daily nausea, headaches, posterior pelvic pain, swelling hands and feet, disabling joint pain, bleeding after intercourse, unbearable pain with orgasm, recurrent yeast infections, abdominal swelling and cramping that often leads to sharp shooting pains when changing position, blurred vision, fatigue, mood swings bordering on depression and dizzy spells.